Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (ink spots) issue. The reporter alleged that there was a black spot on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and a vertical line was observed going through the display screen. The pump case was removed, and the faulty display was replaced with a test display. The test display functioned properly with no lines or spots.